Event description:
The customer stated that she tested her blood glucose using her 2 contour meters. One meter read 267 mg/dl, while the other read 47 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.